Event description:
The technician indicated the casters are not holding in brake mode.

Manufacturer narrative:
The technician attempted to adjust the brakes and found the brake cable had no tension. The technician replaced the brake block to repair the bed.